Event description:
The pt stated that her infusion device was dropped on hard tile floor, her son accidentally threw the device in the toilet and there is moisture in the cartridge compartment. She stated that she feels the infusion device is not working properly. She stated her blood glucose has been elevated (240 mg/dl) since the drop and being exposed to water. Her normal blood glucose range is 100-180 mg/dl. She stated she gave herself an injection to lower her blood glucose. The only symptoms the pt reported of high blood glucose was "frequent headaches." The pt was advised to switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.